Event description:
An occlusion alarm occurred. There was no adverse impact on the customer¿s blood glucose level. No additional information was provided regarding corrective actions or outcomes associated with the event.